Manufacturer narrative:
A technician was scheduled for a service visit on 3/15/2017 for the installation of the rubber caster cups to prevent sliding of the bed base. The service has been completed and the complainant requires no additional assistance.

Event description:
Complainants wife contacted craftmatic industries on behalf of her husband, she states in (B)(6) 2017 at 3 am her husband attempted to get out of bed and the bed move away from him causing him to fall and break his right femur. The complainants wife is not sure of the actual date of the incident. The complainant is said to be (B)(6). The complainants wife states he had to call 911 for medical assistance, she states her husband was admitted to (B)(6) hospital in (B)(6) for one week. The complainant is presently receiving rehabilitation services for his injury 3 times a week. The complainant's wife states they had issues with the bed sliding for some time prior to this incident. The complainants wife confirms the rubber cups were not installed at the time of the delivery on 2/24/2017.